Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a burning smell coming from the remote monitor. No troubleshooting was taken for the remote monitor. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.